Event description:
Wife of home patient reported home patient felt overfilled on two occasions while using the homechoice cyclear for apd therapy. Wife of home patient states home patient performs a mid-day manual exchange of 1500ml, and as a result is full at the start of his therapy with the homechoice. According to home patient's wife the homechoice entered into initial drain and advanced into fill 1 of 5 before the home patient had fully drained the mid-day exchange of 1500ml. During fill 1 of 5, the home patient rec'd his programmed fill volume of 2200ml. According to the wife, the home patient felt full and had shortness of breath. Wife of home patient states her husband drained 3500ml of solution during drain 1 of 5, approximately 1300ml more than the programmed fill volume. Home patient's wife states therapy continued on with no further difficulty once drain 1 of 5 was complete. Home patient's wife states home patient had prior incident of shortness of breath and feeling overfilled, however, wife of home patient was unable to provide incident details. According to home patient's wife, there was no pt injury of medical intervention as a result of these two incidents.